Event description:
Several, unsuccessful attempts have been made to gather add'l info concerning this case. The reported event involved the use of a .035/150 quick cross support catheter to treat an occluded vessel. The md was using a contralateral approach, was in the popliteal/tibial perinal trunk junction and encountered resistance when attempting to extract the qc catheter. While pulling harder, approx 11cm of the distal tip broke away from the remainder of the catheter and remained in the patient. The entire distal tip was successfully extracted from the patient with a snare. Patient was stable and was transferred to post operative recovery. Although the device was not returned to spnc, an internal lhr review was conducted with no issues found. No trend noted for this problem code in the post market database.